Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin has with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, broken battery tube threads and missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)